Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads (patient is unsure which one) keeps coming disconnected from their cardiac re synchronization therapy defibrillator (crt-d). The lead remains in use. No patient complications have been reported as a result of this event.